Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening on the posterior side assessed as surgical impact opening. (Shell thickness was within specification). Dyspnea -ndr : not applicable as the event is not related to the device. Varied injuries-ndr : not applicable as the event is not related to the device. Additional observation. No penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported "many diverse symptoms beginning not long after implantation, including neurological problems, dry eye, breathlessness." These events are not device related. Patient also reported, "it was during an MRI to diagnose [their] respiratory problems on [¿] that rupture to both implants was revealed", this relates to the right side. Device has been explanted and replaced.

Event description:
Patient reported "many diverse symptoms beginning not long after implantation, including neurological problems, dry eye, breathlessness." These events are not device related. Patient also reported, "it was during an MRI to diagnose [their] respiratory problems on [¿] that rupture to both implants was revealed", this relates to the right side. Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6: f2203 a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.